Event description:
Baxter was informed by a customer that a cryocyte container containing frozen stem cells was observed to be broken. The break had a "sterburst" appearance. The bag was not thawed and was put back in the customer's luquid nitrogen freezer in case the pt needs more cells. The pt received 4.3 x 10^6kg cells from the bags given. The pt was not remobilized or recollected as a result of this breakage and, per info from the customer, did successfully engraft. The fill volume of the bag was 70 ml. This customer uses a metal cassette for freezing and for storage. Freezing is done in a controlled rate freezer and storage is done in the vapor phase of a liquid nitrogen freezer. The customer uses a plastic overwrap while thawing. Collection, processing, and infusion are all performed at the same facility. The duration of storage was less then one month.